Event description:
Revision surgery - due to a broken post on the size 10x13 posterior stabilized (ps) insert, for the right knee.

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery that occurred approximately 13 years after the original surgery due to a broken post on the patient's right knee. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The receiver for this lot shows the resin used was gur 4150. It indicated the material contained stearates that could have increased the chance of delamination and decreased the mechanical properties due to oxidation. This could have contributed to the post fracture. Djo surgical replaced the gur 4150 with gur 1050 around (B)(6) 1998. (B)(4). The root cause for revision is a broken posterior stabilized (ps) post. Because no components were returned a definitive root cause cannot be determined with confidence. Factors that can contribute to post fracture include: material degradation due to oxidation and presence of stearates, trauma, excessive physical activity like deep flexion squatting or similar articulation which heavily loads the post, implant positioning, and trauma.